Event description:
The customer's father reported via e-mail that the customer had been experiencing unexplained high blood glucose levels. Customer's father stated that the customer had a blood glucose level of 370 mg/dl that would not decrease after treatment with the insulin pump. Customer's father reported treating the high blood glucose level with a manual injection. Customer's father reported that the following day, the customer had a blood glucose level over 400 mg/dl that would not come down after bolus. Customer's father stated that several hours later, the customer had a blood glucose level of 405 mg/dl and moderate ketones. Customer was again treated with a manual injection. The customer's father also reported that on their previous insulin pump, they received multiple calibration errors, no delivery alarms, bent cannulas, and that the screen was darker than normal. The customer's father also reported that a large air bubble was in the reservoir. The insulin device was returned and replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.